Event description:
Information was received indicating that the smiths medical cadd solis vip pump was under infusing. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the device passed all accuracy and functional testing. No fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.